Event description:
Suspected tass: very mild case with greater than usual amount of anterior segment inflammation, fibrinous strands in the anterior chamber and mild decrease in vision noted on (B)(6) 2015. Surgery performed was femtosecond laser assisted cataract surgery with a multifocal lens implant zkb00, uncomplicated surgical case. Left eye. Patient had same procedure and lens type for right eye surgery in 2014 with no issues. Procedure performed at (B)(6). No suspicion that clinical findings are related to the zkb00 lens on my part, but the form required I put something in for device.